Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed new software release detected alarm. Customer was having trouble clearing the alarm. Device alarmed again after the alarm was cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a constant new software release detected alarm due to a problem isolated to the mother board. The pump was received with cracked battery tube threads and minor scratches on the lcd window.